Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3 and h6. As reported, saline leaked out from the balloon of a 5f mynx control vascular closure device (vcd) during inflation. There were no reports of injury to the patient. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were fully depressed with the clock symbol visible in the tension indicator window. The syringe was connected to the device with the stopcock open. The procedure sheath was locked on to the sheath catch. The sealant was not returned with the device. Per functional analysis, button 2 was reset to its factory setting. Inflation/deflation testing was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed some fluid in the balloon of the returned device as received, indicating that the device was prepped according to the IFU during the procedure. A product history record (phr) review of lot f2125201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors or handling factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information to include from phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, saline leaked out from the balloon of a 5f mynx control vascular closure device (vcd) during inflation. There were no reports of injury to the patient. The device will be returned for evaluation.